Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose after resuming use of the ilet following a multi-week break, with the lowest reported value of 66 mg/dl and a single episode out of range for about 10¿15 minutes that was corrected with oral glucose; the device alerted for the low, and additional user training was scheduled. Symptoms included no reported clinical manifestations despite hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included internal case review and assignment for additional user training. Investigation of this case revealed hypoglycemia with an unclear cause following a period off therapy, and no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.